Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a low reading for the atrial ventricular interval test at 50 milliseconds whilst using the analyzer. The analyzer was recently received and calibrated. The user reports a reading of 46.3 whilst the range is 47.05-52.2. It was noted that the analyzer does not have this test as a recommended setting. The epg remains in use. There was no patient involvement.